Event description:
It was reported that the customer was hospitalized due to dehydration and confusion. The customer's most recent blood glucose reading was 301 mg/dl, and was being treated with a manual injection at the hospital. The mother stated that the customer was at the lake prior to the event, and the customer may have gone in the water while wearing the insulin pump. However, there were no signs of moisture damage. The insulin pump did have a button error alarm that could not be cleared due to unresponsive buttons. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.